Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device received inappropriate anti-tachycardia pacing (atp) due to noisy signals, oversensing and pacing inhibition on the right ventricular (rv) lead. There was asystole for greater than 5 seconds. Technical services (ts) reviewed the data and stated that the noise could be possibly from diaphragmatic oversensing and recommended further testing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. There were no holes noted in the seal plugs. The setscrew moved freely. The device passed all pin gauge test. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional info - this report captures the explant of this device and impact on the patient.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device received inappropriate anti-tachycardia pacing (atp) due to noisy signals, oversensing and pacing inhibition on the right ventricular (rv) lead. There was asystole for greater than 5 seconds. Technical services (ts) reviewed the data and stated that the noise could be possibly from diaphragmatic oversensing and recommended further testing. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Additional info - this report captures the explant of this device and impact on the patient.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device received inappropriate anti-tachycardia pacing (atp) due to noisy signals, oversensing and pacing inhibition on the right ventricular (rv) lead. There was asystole for greater than 5 seconds. Technical services (ts) reviewed the data and stated that the noise could be possibly from diaphragmatic oversensing and recommended further testing. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional patient adverse effects were reported.